Event description:
The customer reported that during set-up of the disposable set, it was observed that a plug was missing at the insertion point (port) of the collect bag. Due to this, the patient was not connected and a new kit was loaded. There was not a transfusion patient involved at the time of the disposable kit set-up, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. The missing injection port was most likely caused by, but not limited to, the result of a vendor component defect.